Event description:
Additional information was received on (B)(6) 2018 when the patient's father called boston scientific to report that the patient passed away from septic shock five days after the implant procedure. The patient's father was concerned because they were told by the nurse that the patient was at minimal risk for infection, but then died from septic shock soon after the implant procedure. The family is unsure of the electrode location, but did note the patient was cremated. The field representative contacted the physician and who confirmed the cause of death listed was respiratory failure with multi system organ failure. Blood cultures taken during hospitalization were negative. The physician does not feel the patient's death was device or procedure related.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the physician experienced issues placing the electrode and had to re-position it three times. Following implant there was oversensing of noise and low r-wave amplitude. It was noted that in post-op the patient was moving around due to his pain level. The vector was reprogrammed and the patient was sent home. Later the same day the patient presented to the emergency room after receiving inappropriate therapy from oversensing of noise. The r-wave amplitude was noted to be very low. An x-ray was taken, but was not of great quality. Boston scientific technical services (ts) was consulted and discussed possible reasons for the noise. Ts suggested hospitalizing the patient and obtaining another x-ray. The patient was hospitalized and the vector was once again reprogrammed to alternate, which resolved the noise. A follow-up x-ray was taken, which yielded insignificant results. It was noted that the patient's health declined and they were admitted to the intensive care unit (ICU). The patient died five days later. The field representative was notified of the patient's death approximately one week later when they followed up with the electrophysiologist. The electrophysiologist stated that the cause of death was not related to the s-ICD, electrode or implant procedure. The physician believed that the cause of the patient's death was an undiagnosed form of leukemia. The s-ICD and electrode are believed to be buried with the patient. No additional adverse patient effects were reported.